Event description:
It was reported that post a procedure, a customer reported that there was current leakage and hardware error 9 here on the ep - shuttle generator. Additional information stated that the customer experienced a small charge/shock on the finger when the customer touched a button on the generator which seemed to be similar to electro static discharge from the generator. This occurrence was not during use on a patient. Follow-up attempts were made to request for clarification if this incident was a real electric shock or static shock, and what the customer's experience was. However, no clarification has been provided.

Manufacturer narrative:
(B)(4). It was reported that post procedure, a customer reported that there was current leakage and hardware error 9 here on the ep - shuttle generator. Additional information regarding the current leakage stated that the customer experienced a small charge/shock on the finger when the customer touched a button on the generator, which seemed to be similar to electro static discharge from the generator. This occurrence was not during use on a patient. The shock appeared like real electric shock however it was not strong. During the service of the stockert generator associated with the reported incident, it was found that the nis board was defective causing the hardware error 9 here on the ep - shuttle generator. However the current leakage could not be duplicated during service. Regarding the hardware error 9, the nis board was replaced and this resolved the issue. Functional and safety test were performed as well as pm. The device history record review for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. The complaint on hardware error 9 was confirmed, however the complaint on current leakage was not confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).